Manufacturer narrative:
The suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are part # (B)(4), lot # pt06; and part # (B)(4), lot # pt95. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent multilevel posterior spinal fusion l3-s1 using peek allograft, rhbmp-2/acs and putty to treat degenerative disc disease and intractable back pain. Post-op the patient reportedly developed extensive inflammatory response, interbody device loose, interbody device non-fusion, failed fusion, pain at implant site. Patient was discharged on pod 30. Patient's condition improved after surgery and he was kept on pain medication. Lora tab 10 mg every 6-8 hours along with flexeril 10mg and told to follow up in 2 weeks. 243 days post-op, a CT myelogram of lumbar spine indicated "stenosis at l4-5 on right side with overgrowth of fusion mass creating foraminal narrowing". 263 days post-op, the patient presented with pseudoarthrosis at the l3-4 and l4-5 status post lumbar fusion at l3-4 and l4-5, disc pain at the l5-s1, and lumbar stenosis at the l4-5 on the right side. The patient underwent revision surgery consisting of removal of old spinal instrumentation and whole interbody fusion device, posterior lumbar arthrodesis from l3-s1, and alif at l3-4, l4-5, and l5-s1.